Event description:
According to the reporter, during a bravo procedure, there was a failure to attach. There was no harm to the patient and a repeat bravo procedure will be performed. There was no medical required to prevent or correct an injury and nothing was unusual about the patient or the procedure itself that led to the attach failure. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The delivery system and capsule will be returned to given for investigation.

Manufacturer narrative:
Evaluation summary: one delivery system and capsule were received for evaluation and investigated visually for external damage. The delivery system and capsule were disinfected and the lot number and ID# matched the information provided by the initial reporter. The trocar needle was advanced. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented and the capsule electrodes were okay. The delivery system did not have any visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.